Manufacturer narrative:
The device was returned to olympus for evaluation, upon inspection it was noted the plastic distal end cover - covers the bending section was missing. It was also noted the a rubber is stretched, crack glue, ob/lg lens is missing, image is black, no angulation. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the bending section of the bronchovideoscope was missing and there were exposed internal components. There were no injuries or patient harm reported. During evaluation it was noted the plastic distal end cover that covers the bending section on their had fallen off. This report is being submitted for the malfunction found at evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the plastic distal end cover falling off likely occurred due to physical stress and/or user handling. The specific root cause could not be determined at this time. The following information is stated in the instructions for use regarding handling the device which may have detected the event: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. When using an endotracheal tube with the endoscope, select the tube that gives a sufficient gap between the insertion section of the endoscope and itself. A narrow gap may make it difficult for a patient to breathe and/or damage the endoscope. Before inserting the endoscope with an endotracheal tube into the patient, confirm that the insertion section of the endoscope can be inserted into the endotracheal tube smoothly by running it back and forth over the entire length of the insertion section and that the tube does not damage the endoscope. Any protrusions may damage the bending section cover or strip the external surface of the insertion section. When using lubrication, make above confirmation before applying lubrication." Olympus will continue to monitor field performance for this device.